Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. One 5 fr tl powrpicc catheter was returned for evaluation. Evidence of use and residual material was present within the extension tubing. The catheter extended up to the 30 cm depth marker. The sample was flushed using a 12 ml syringe and a leak was noted near the 1 cm depth marker when flushing the grey hub lumen. Microscopic observation of the leak location revealed two longitudinal indentions extending from the 1 cm to the 3 cm depth marker. The indentions appeared to compress the catheter. A longitudinal split is present between the two compression points. The catheter was cut near the proximal end of the catheter extending from the winged hub in order to measure the outer diameter. The outer diameter was found to be within manufacturing specification. The catheter was slightly deformed from use and exposure to the longitudinal compression damage. Since the catheter appears to have experienced compression leading to a split, the complaint is confirmed.

Event description:
It was reported on (B)(6) 2020 the dressing was moist and was changed, grey lumen was found to be leaking on (B)(6) 2020. Add info received: the grey lumen was leaking near or at the securacath site. Actions taken (removal, new dressing, etc.): we replaced the PICC by overwire without difficulty. We did not secure it with securacath because the doctor did not want us to use it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1914 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen1914) have been reported from the same facility.

Event description:
It was reported on (B)(6) 2020 the dressing was moist and was changed, grey lumen was found to be leaking on (B)(6) 2020.